Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after performing a roux-en-y, using the device for the gastrojejunal anastomosis, the patient developed a stenosis in this region. The issue was treated with dilatation. No further patient information is available. The incident date is not available. There is no record of lot numbers. The product has been discarded and will not be returned for investigation.